Manufacturer narrative:
Correction: the related manufacturer reference number should have been 1627487-2019-11495 rather than 1627487-2019-11225.

Event description:
Related manufacturer reference number: 1627487-2019-11495.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-11222, related manufacturer reference number: 1627487-2019-11225, related manufacturer reference number: 1627487-2019-11226. It was reported the patient was experiencing uncomfortable stimulation. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.